Event description:
It was reported that the patient had no symptoms. It was noted during a routine checkup in clinic that the right ventricular lead was fractured and capture thresholds were high. The lead was capped (B)(6) 2021. The patient was stable.